Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during calibration of the device, the screen froze and the device could not be powered down. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Manufacturer narrative:
.

Event description:
It was reported that during calibration of the device, the screen froze and the device could not be powered down. The device was not in use on a patient.